Event description:
Consumer complaint of low blood results. Customer feels well and requires no medical attention. Customer's expected blood results are 100-120 mg/dl. Verified the strips expire 06/26/2017 and were first opened 2 weeks ago. Customer confirms the strips are stored properly. Customer declined blood test. Reviewed meter memory: 84 mg/dl,(B)(6) 2015, 06:30:00 am, fasting:yes; 135 mg/dl, (B)(6) /2015, 05:00:00 pm, fasting:yes; 140 mg/dl, (B)(6) 2015, 12:00:00 pm, fasting:yes; 176 mg/dl,(B)(6) 2015, 06:30:00 am, fasting:yes; 140 mg/dl, (B)(6) 2015, 05:00:00 pm, fasting:yes. Time and date on meter is not set. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strips or user's test strips had poor fill.